Event description:
It was reported the patient complained of shortness of breath and activity intolerance. Upon follow up with the physician's office, the device was reprogrammed and the patient "responded well to the change". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.